Manufacturer narrative:
(B)(4). Clips. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and six clips were fed. The clips were evaluated with the funnel gage, one clip with gap and two scissor clips were noted. The remaining three clips were conforming according to our manufacturing specifications. However, it could not be determined what may have caused the found malformed clips and it is not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during laparoscopic cholecystectomy procedure, on the initial firing the clip did not deploy. They continued to use the device and on subsequent firings the device worked as intended. The device was used to complete the procedure. There was no impact to the patient.